Manufacturer narrative:
It was reported that mesh was implanted due to cystocele, rectocele, and vaginal prolapse. It was also reported that patient underwent mesh revision/removal on (B)(6) 2003. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the adhesive of the catheter was too strong. The patient experienced skin peeling and self-limited bleeding. There was no medical intervention reported.